Event description:
Pt ID: (B)(6); in 2000, she received a right total hip arthroplasty with zimmer cemented heritage stem and a cocr head. On (B)(6) 2008, she also received a left total hip arthroplasty with a zimmer size 14 heritage cemented femoral stem, a +7 femoral neck, extended offset and a 54mm trilogy cluster hole acetabular component with a 32mm standard polyethylene liner and two acetabular screws. In (B)(6) of 2013, she fell resulting in an oregon type 3b periprosthetic fracture of her right femur, precipitating a right hip revision on (B)(6) 2013. The revision implant was a size 16 by 265mm wagner zimmer revision stem with a 28 mm +7 cocr head and 9 luque wires. On (B)(6) 2014, her urine cobalt level was 2.4 mcg/l. She also began experiencing hallucinations, recurrent falls, and progressive cognitive decline. She was (B)(6) y/o by the onset of these symptoms. FDA safety report ID# (B)(4).